Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was able to stop when the bottom trigger was released. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which determined that the device failed the power with test bench check and specification was minimum 110 to 160 watt, actual reading was 91.51 watt. During repair, it was observed that the ball bearing had a rough rotation and the seals and o-ring were worn. It was determined that the press pin had broken in half and there was unknown debris on the motor. It was determined that the issues were consistent with improper handling/cleaning/improper maintenance interval and wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after surgery while washing the instruments, it was observed that the stop button was failing to work on the compact air drive device. It was further reported that the drill would not stop drilling when the stop button was pushed. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.